Event description:
It was reported the pt had an infection at the ipg pocket site; the pt had received three courses of antibiotics since implant. The pt was referred to an infectious disease physician. F/u identified the pt was healing, and there were no signs or symptoms of infection.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.